Manufacturer narrative:
UDI was not available at the time of filing. Manufacture date was not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the cd drive of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). The cd drive was returned to the manufacturer for analysis. Analysis found no fault with this component. The issue could not be replicated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues opening the door of their cd drive and it was intermittently reading exams. There was no patient present.